Event description:
It was reported that the ¿left brain¿ had impedance values greater than 2000 on electrode pairs 0 and 2 as well as 0 and 3. It was noted that the ¿right brain¿ had impedance values greater than 2000 on electrode pairs 0 and 2 as well as 0 and 3. It was noted that the patient did not require hospitalization as a result of this event and that the patient outcome was no injury. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v210498, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot# v668795, implanted: 2011 (B)(6); product type lead. (B)(4).